Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model unknown, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country united kingdom. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that a patient using the rechargeable implantable device, which was first implanted last year. The therapy worked well but the recharger was charging intermittently so patient was given a replacement. Patient is also having the same issues with the replacement, which they've had for a few months now. It takes patient an average of 25 mins to charge 10% of the battery - and only when lying on top of the charger using their body weight to get connection. Manufacturer representative (rep) seen patient in clinic and the battery is very superficial. Rep done an impedance check which gave one out of tolerance electrode. Rep reprogrammed to disregard this electrode yet, was still having this issue. Rep feel they have exhausted all options and have concluded that it is the recharger which is faulty. [See related (B)(4)  reoccurring issue with other patients]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that patient has been only able to recharge while lying and will usually get in 20-30% after an hour. Now presently charging by applying pressure when sitting on chair. Charging time takes 15 to 20 minutes and gets above 70% charge. Previously charging twice a week, now charging every other day. No issues with communicator. The ins presently 70-80%. They were not sure of the cause. The issue has not yet resolved. Had recharger replace which has not resolved the issues. Patient reported they have to sit on a chair and apply pressure to be able to recharge ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep reported the cause was not determined and that it was likely contributed to weight gain/fall. The ins battery being superficial determined, per surgeon¿s decision was not the issue. The cause of charging intermittently was not determined. The recharger was the issue at fault. The recharger was replaced, however the issue persisted with new recharger. The issue had been resolved, but partially and slowly. The approximate implant depth and location? 2cm, above buttock.